Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that no delivery alarms were found on 05/26/2023 17:47:22.000 through 05/27/2023 08:38:58.000, with 10 no delivery alarms noted as per customer's allegations. However, during testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Electronic stack was pulled from unit for further testing. The following cosmetic damages were noted: cracked case (battery tube), cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer concerns of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm 10 times. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-397a, mmt-332a. The customer reported a past event and the issue was resolved. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.